Event description:
A home health care worker who called for her client. Client used go between cleaner and the tip broke off and she swallowed it. She could breath, eat, drink and swallow but can still felt the tip in her throat. Follow up: care taker called back to say that consumer had an xray and it showed that it had passed. Nothing else to be done.